Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Blood was pouring around the seal/ jada did not control the bleeding [device ineffective]. Case narrative: this spontaneous report originating from united states was received from an unspecified consumer via clinical account specialist (cas), referring to a female patient of unknown age. The patient's medical history, current conditions and past drugs/ allergies were not reported. Her concomitant medication included vacuum-induced hemorrhage control system (jada system) (device number 1). This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (device number 2) for hemorrhage (postpartum haemorrhage) by the provider and the "blood was pouring around the seal" (also reported as the vacuum-induced hemorrhage control system (jada system) (device number 2) did not control the bleeding) (device ineffective). The vacuum-induced hemorrhage control system (jada system) (device number 2) was removed, and a bakri balloon was placed. The patient still ended up needing a hysterectomy. Patient sought medical attention. It was the provider's first time using the vacuum-induced hemorrhage control system (jada system). The availability of vacuum-induced hemorrhage control system (jada system) (device number 2) was unknown. For vacuum-induced hemorrhage control system (jada system) (device number 2) lot number and serial number were not provided. Upon internal review, the event of device ineffective was considered to be serious due to required intervention. This was one of the two reports received from the same reporter referring to same patient. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).